Event description:
It has been reported to philips that the c-arm stuck. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during a planned angiography treatment and the treatment was completed by slowing down the movement of the c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed the c-arm propeller movement was not smooth and the c-arm rotation movement was slowing down. The fse found that the motor screw which fixes the propeller was loose. The fse fixed the screw and calibrated the motor current to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.